Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient requested technical support after encountering multiple air detected in cassette and scale reading error warnings during treatment. The patient cancelled the treatment and observed evidence of a fluid leak inside the cassette door. The cycler was replaced. Additional information was solicited. The patient reported discarding the cycler set.

Manufacturer narrative:
The reported symptom (fluid leaking) was not confirmed. The reported symptom (air detected in cassette warning) was not confirmed. The reported symptom (power fail recovery failed) was not confirmed. The reported symptom code (scale reading error warning) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Patient sensor calibration check passed. The ¿go/ no go gauge¿ check passed. The as received load cell value is 672.3 g. The load cell verification passed. A post-accelerated stress test 2 hour 15 min 8500 ml simulated treatment was perform. During treatment, turning the cycler off then back on again, the power fail recovery resumed to the treatment as intended. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.